Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted that several non-sustained right ventricular oversensing episodes determined to be post paced t wave oversensing on the far field channel were observed on the implantable cardoverter defibrillator (ICD). Programming changes were completed. The patient was asymptomatic, and all other measurements were within normal limits. The patient was stable.